Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: bowel complications. Literature title: midterm outcomes of different surgical strategies for secondary aorto-enteric fistulas source: annals vascular surgery - brief reports and innovations. 2024;4(4):100346. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The objective of this study was to compare midterm outcomes of different surgical strategies for secondary aorto-enteric fistulas [saef] between may 2010 and march 2022. The study included 537 patients who underwent repair of abdominal aortic aneurysm [aaa] with open repair and evar. Of those patients, saef developed in 16 patients [14 male and median age, 76.3 years] and 9 patients had open repair and 7 had evar. The grafts used in the 7 patients that had primary evar were gore® excluder® aaa endoprosthesis[n=4], zenith [n=1] and endurant [n=1] and endologix powerlink afx [n=1]. The graft was completely removed in 5 of 7 cases: 4 gore excluders without suprarenal fixation. The additional adverse outcomes in the remainder of the article were not broken down with reference to the implanted device.